Event description:
It was reported that during a da vinci s nephrectomy procedure, arcing was observed coming from the monopolar curved scissors (mcs) instrument with a mcs tip cover accessory installed. The tip cover accessory was removed and replaced, and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument and tip cover accessory were not returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted, if the instrument and/or tip cover accessory are returned (post-evaluation) and/or if additional information is received.